Manufacturer narrative:
Device manufacture date: may 30, 2018 - may 31, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. As a physical sample was not returned, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor under infused. The expected infusion time was forty-six hours; however, after forty-six hours the device was observed ¿half full¿. The device was filled with an unspecified dose of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.